Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with juvéderm® volbella¿ xc. Patient indicated "it did not work". The following month, patient was injected with juvéderm vollure¿ xc. Patient experienced "infection", and ¿something had popped around the lips after the injection", "big lumps and purple line running across lips". Patient was treated with "strong antibiotics like zpak", and debridement. It was noted that the patient went to the ER but not admitted to the hospital. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00264 (B)(4). This MDR is being submitted for juvéderm vollure¿ xc.